Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision (bi-lateral). Asr resurfacing (right). Reason(s) for revision: component loosening (acetabular). (B)(4). Update- added dp number to reference box, original surgery date, updated hip side. Taken from (B)(4) dated 11th jan 2013. Left side (not right as previously stated). Update received: 4th april 2014 - amended side hip: right, amended implant date: (B)(6) 2005, added further reason(s) for revision: pain and noise, added hospital: and (B)(6) hospital and added surgeon: (B)(6).

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The right hip of the patient was revised.

Event description:
Reason(s) for revision: component loosening (acetabular).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.